Manufacturer narrative:
The test strip lot number is not available. The meter and test strips have been requested for investigation, but have not yet been received. If the products are returned, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of a questionably high inr result for one patient tested with the coaguchek xs meter compared to a laboratory's coaguchek xs meter. The customer's meter result at 9:00 was 5.1 inr. The laboratory's meter result was 2.8 inr. The meter tests were performed within 4 hours of each other. The patient's therapeutic range is 2.5 inr - 3.5 inr.